Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges while trying to deliver a quick bolus. Customer¿s blood glucose level was 220 mg/dl. Reportedly, the customer performed a cartridge change to continue insulin therapy.